Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer began to experience hyperglycemia of 400- 500 mg/dl on (B)(6) 2014, and he was unable to lower his blood glucose by delivering insulin via the infusion device. He went to his diabetes counselor and received a 5.0 i.e. Insulin injection by his diabetes counselor. His blood glucose was 440 mg/dl 2 hours later, and he went home. He believes the insulin delivery of the infusion device is inaccurate. The alleged product was requested for evaluation.